Event description:
It was reported that on interrogation of the device that it was noticed the device had an electrical reset. An automated restoration of programmed settings was successful and settings were confirmed after reinterrogation. The patient admitted they received an electrical shock from an electric fence round the time the reset occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.